Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the monitor c/a board. The u612 component did not have an -5v output. The root cause for the u612 failure could not be positively identified. No adverse event results from the defective u612 component. The patient received a replacement monitor.